Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps had a joint/attachment detached. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.